Event description:
The customer reported that the high-definition camera head has "no image". The issue was found during an unspecified event. There were no reports of patient harm.

Manufacturer narrative:
The MDR supplemental report is being submitted to provide the final investigation results and updated and fields. The device was returned to the repair center for evaluation and the customer's allegation was not confirmed. The issue was unable to be reproduced. The device met specifications. The evaluation also identified flooding of the main body, corrosion of electrical contacts, and a cracked connector. A definitive root cause for the additional issues was unable to be identified. A device history review of the current product was conducted, and no problems were found. Instructions for use (IFU) for the subject device indicate: handling and general precautions. Caution. Do not apply impact to the camera head. There is a risk of damage. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported that the high-definition camera head has "no image". The issue was found during an unspecified event. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.